Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode had been showing high shock impedance measurements since implant. Latitude data was analyzed in april 2024, and boston scientific technical services observed a stable but increasing trend with the shock impedance measurement, ranging from 100 to 140 ohms. The last system shock impedance measurement was at 145 ohms. At implant, the induction test was performed, and the device provided an effective shock. Boston scientific technical services recommended that the healthcare professional continue monitoring the shock impedance measurement at each patient follow-up. No adverse patient effects were reported. The electrode remains in-service. Additional information received in august 2025 indicates the shock impedance has increased to 160 ohms. It was noted the patient has gained weight since the year prior. New x-rays were obtained and showed evidence of some fat below the coil. Subsequently, the patient underwent a revision procedure, and this electrode was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is not indicated at this time.